Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. -the main board was out of order. -there was no abnormality inside the device other than the reported event. -the device was not returned to omsc. From the above, the reported event was caused by a failure of the main board. The cause of the failure of the main board could not be identified. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. The alarm did not reappear. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device beeped and the front panel display went black. The patient was not yet anesthetized when the reported event occurred. The device was used in combination with an olympus video system center otv-s190. The user replaced the device to another device and completed the intended procedure, laparoscopic surgery. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event. Olympus (B)(4) inspected the device and found that the front panel display was black and the device could not be turned on due to a failure of the cr board.